Event description:
A facility reported that the mayfield triad skull clamp (a1108) is slipping, and needs repair. It is unknown if there was surgical delay or patient injury. Additional information has been requested.

Manufacturer narrative:
The mayfield triad skull clamp (a1108) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the investigation of the returned unit shows that the lock has rotational and lateral movement, and a residue buildup is present. By the completion of service, the roundhead screw, adjustment screw, label, screw, nut, washers, o-ring, ball bearings and wave springs will be replaced along with cleaning and replacement of worn internal parts. Root cause - the complaint is confirmed via inspection of the unit. The unit needed cleaning and replacement of worn internal parts, and the probable root cause is routine use and wear. No further corrective action is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.